Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: patient was doing well after surgery then felt a pop and had pain down his leg, was treated for possible disk herniation which provided some relief, on CT it was noted that one screw was roughly 1cm out the posterior aspect of the pelvis possibly irritating the piriformis muscle pseudocapsule had formed and was released unable to reach the screw without removing the head, so the head was removed as well , stem and shell well-fixed, head, liner, and 1 screw removed , ebl 350ml, no complications. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient experienced a pop with pain in the joint. CT revealed that one of the acetabular screws was roughly 1cm out of the posterior aspect of the pelvis possibly irritating the piriformis muscle leading the patient to undergo screw removal and head and liner exchange approximately 5 months post implantation.